Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: bone biopsy needle, including cannula, obturator and stylet were returned for evaluation. Based on the sample returned the reported issue is confirmed. The cannula was found to be broken at the proximal end of the thread. Based on the evaluation of the sample no indication could be found that a manufacturing issue caused or contributed to the break of the cannula. Based on the information available and the evaluation of the sample returned, the reported issue is confirmed. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently describe the correct application of the product. In section 'warnings' it is stated: the biopsy set should be used in conjunction with bard handgrip. Do not apply excessive impact or load with a hammer, etc. [The device may be damaged.] The handgrip must be used after the bevel of the cannula is fully inserted into the bone. [Otherwise the bevel may be damaged during use of the handgrip.] In section 'method of use' the IFU states that puncture is carried out using the two-part biopsy needle, which consists of an outer cannula with an eccentric bevel at the tip and a trocar-type stylet. The tip of the stylet is to be fixated to the bone surface, clockwise rotation should be applied, and the cannula and stylet should be inserted as a single unit to the inside of the bone. The stylet should be removed, and the handgrip should be attached to the cannula after verifying that the biopsy needle was advanced towards target tissue. The IFU states that it should not be attempted to remove the disposable bone biopsy needle cannula by oscillating movement of the cannula. The disposable bone biopsy needle cannula should be removed from the punctured bone area by simultaneously applying counter-clockwise rotation and traction. H10: g4. H11: d10, h3, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during bone biopsy, the needle tip allegedly fractured and approximately 3mm of the needle tip remained in the body. It was further reported that the tip was removed on an unknown date after the procedure. No patient injury was reported post-procedure.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. Medical device - expiry date: 06/2020.

Event description:
It was reported that during bone biopsy, the needle tip allegedly fractured and approximately 3mm of the needle tip remained in the body. It was further reported that the tip was removed on an unknown date after the procedure. No patient injury was reported post-procedure.